Manufacturer narrative:
Product ID: 3889-28 lot# va0374n, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapeutic effect. The patient reported that the last week it doesn't seem to work and she had a fall two weeks ago on her back. The patient had issues with her left leg / left arm which tingled and got better. The patient still had therapy from the device today and that she had been voiding today which is normal. The patient also reported that she had a shocking in her stomach but not over her lead/device. Additional information has been requested, and when received, a supplemental report will be submitted.